Event description:
The device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the bipap a30, germany device, at a third-party service center the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were observed. Additionally, the device's circuit board will need to be replaced due to a "log only" error code indicating the software detected that rtc registers reset or corrupted no repair was performed. The device will be scrapped as per customer request.